Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the ins was implanted in their abdomen. The patient was overweight and when they were in a sitting position the ins would stick straight out and it was not in there flat. The patient said it would hurt and would turn black and blue.